Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) axis 2 motor module to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axis 2 motor module was analyzed and found to have a current voltage monitor (ivmon) electrical/fiberoptic defect leading to error 32100. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 32100 occurred repeatedly when the system was powered on. The customer rebooted the system without resolve. Technical support engineer (tse) had the customer perform a hard power cycle of the system but the issue persisted. The procedure was aborted with no report of patient involvement.